Event description:
It was reported that the catheter was fractured, on the day of report, during spinal surgery. It was indicated that the revision was that same day. Three days later, it was reported that the repair had occurred the same day as the catheter fracture. The surgeon indicated that the patient had not lost therapy.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).